Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what anatomical structure was the device fired upon? What is meant by the ¿full open of staple line intraoperatively¿? Were there any visible staples in the surgical field and if so, what was their shape? Was the patient¿s post operative care altered in any way? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a gastric bypass there was a full opening of the staple line intraoperatively. There was a lateral opening to the stapling line in the making of the gastric pouch. The surgeon closed with suture. The procedure time was doubled due to the closing maneuver. The patient is doing well, the surgeon said that the next 10 days are crucial in case there are any complication.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and appears to be that a part of the tissue was not completely stapled and bleeding was noted in this area. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.